Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted wedge resection procedure, the stapler was unable to be fired properly, there was poor staple formation making the staple line incomplete. In order to resolve the issue, a new stapler and reload were used. No patient injury.